Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/4/2019. Evaluation: sample was received for analysis. Sample was evaluated and locking mechanism was broken. When the locking mechanism is broken, plate remains open and it's not possible to assemble a sample with a broken locking mechanism at the manufacturing line. Therefore other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 and a reservoir was connected to a drain. The reservoir could not be locked, and it was noted that the latch on the plate of the reservoir was broken. Further details are not provided. There were no adverse consequences to the patient.